Manufacturer narrative:
H10: one actual sample was received for evaluation. The white twist clamp was not over the occlude feet on the light blue main body. A visual inspection with the naked eye noted broken occlude feet. The reported separation was not verified. The cause of the broken occlude feet could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the transfer set. This occurred during use of peritoneal dialysis therapy. The nurse further reported "that during disconnection, the dark blue piece became partially separated from the rest of the transfer set". The transfer set was replaced and no other damaged was noticed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.